Event description:
It was reported that the high-frequency electrosurgical unit had an error code of e433. The issue occurred during preparation for use for an unknown procedure. The procedure was completed using a same set of equipment. The patient was not under sedation. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h6 and h11 were updated. Based on the results of the investigation, it is possible that error e433 was caused by a defective generator board. An improved generator board was introduced into production on (B)(6) 2020. Olympus will continue to monitor field performance for this device.